Event description:
It was reported that the patient was hospitalized after experiencing syncope, dizzy spells and feeling very bad. Cardiac massages had to be performed on the patient. Lead integrity alert (lia) was triggered and there was non-sustained ventricular tachycardia (vt) episodes with no therapy delivered. It was noted that this event maybe due to electro-mechanical dissociation. The patient did come round after big cardiac massages. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).